Manufacturer narrative:
This report is being filed on an international product, list number 7p45 that has a similar product distributed in the us, list number 7p45-40/45, and 510k/PMA/bla of k210596. Section a patient information: refer to section b5 for complete patient information. Section e1 phone number reached maximum character limit, the full phone number is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed reactive alinity I toxo igg results on a patient. Three samples were tested from the patient, female, 40-year-old. Sid (B)(6), (B)(6) 2026) toxo igm 0.11 index nonreactive toxo igg 3.1 iu/ml reactive. Sid (B)(6), (B)(6) 2026) toxo igm 0.10 index nonreactive toxo igg 1.2 iu/ml nonreactive, 1.3 iu/ml nonreactive. Sid (B)(6), (B)(6) 2026) toxo igm 0.11 index nonreactive toxo igg 2.7 iu/ml grayzone. No impact to patient management was reported.